Event description:
Accidental needle stick with a haemolance lancet at a correctional facility. Happened in 2007 - 25 gauge needle used. Low flow, dirty needle. It had been used on an inmate. Would not give any more details. Will not give the person's name due to confidentiality. Went to ER, had blood drawn and full blood work done, pep kit. He did not contrast anything that they know of. Did hiv/viral load and started him on pep kit which is hiv med. Depending on the results of the viral load they may stop the hiv med after 6 months. The incident is rare and it was human error. Suggested they upgrade to the haemolance plus. Product was discharged and lot number is not known.